Event description:
It was reported that the patient experienced a loss of therapeutic effect with no relief from spasticity symptoms. The patient underwent multiple troubleshooting procedures including an indium study, a roller study, and a catheter dye study which were all ok. The hcp was unable to determine what was causing the issue with the patient's therapy and opted to replace the pump. During the pump replacement procedure, the patient's catheter was nicked, so the proximal catheter was replaced. Following replacement, the patient now doing well. The patient's pump contained compounded baclofen. Following pump replacement, the patient's pump was filled with lioresal. See MFR report #6000030200802374.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as the date of this report. A follow-up report will be sent when the analysis is completed.